Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. It was reported that at the index procedure, there was a fabric type iii endoleak in the area of the radiopaque flow divider marker of the bifurcated stent graft. A doppler ultrasound and contrast enhanced ultrasound were performed after implant to determine the type of endoleak. A reliant balloon was used to model the overlaps areas of the stent graft. No intervention was performed. No clinical sequelae were reported and the patient is fine and was sent home. Review of returned films pre-implant show a very calcified and thrombus filled aortic neck and aaa. The proximal neck diameter at the renals is 28mm x 29mm and 2cm distally dilates out to approximately 36mm, and then narrows to 26mm at the distal neck which is also calcified. The aaa diameter is 5.5cm. The right common iliac is severely calcified and 3cm maximum diameter, and the left common iliac is severely calcified and 2cm max diameter. Angio images at implant shows an endoleak at the level of the gate, coming from the ipsilateral limb, which appears to be a type iii fabric endoleak. The cause of the endoleak could not be determined. Ultrasound images from could not conclude the type of endoleak reported.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (calcified vessels). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (calcified vessels).